Event description:
Customer reports blood "spurted" out of the maxzero cap after drawing blood and flushing a PICC line on the perioperative unit (4e). The PICC line was not connected to any existing IV set; just the maxzero. The blood landed on the pt's pillow. There was no harm to the pt or the nurse involved. No further pt/event info was provided.

Manufacturer narrative:
Manufacturer's report date: 06/06/2014. Internal file no: (B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.